Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms and s that the patient stated she had a powerpicc placed on (B)(6) 2017 in her left upper arm. The patient states that the nurse had a difficult time placing the PICC. She states that she was discharged from the hospital on (B)(6) 2017 and that after being discharged from the hospital upon arriving home she started to experience numbness from the PICC insertion site to her fingertips in her left hand. She states that the numbness is worse in her fingertips on her left hand. She also stated she is to receive IV antibiotics through the PICC. Ms&s informed the patient to contact her physician who ordered the PICC placement to have the numbness in the left arm and fingers evaluated.